Event description:
It was reported on an unknown date, the tfna helical blade screw guide sleeve was damaged from inside and the blade inserter was found damage which control the spin of the blade. Patient status/ outcome: - patient is stable. .. This report is for one (1) helical blade inserter. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j sales representative. H3, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the helical blade inserter had the red color marking peeled off and the welding connection was found broken causing that unattached between the handle and the shaft. Additionally some scratches were observed over the stop ring. The reported condition can be confirmed. The observed conditions (breakage/scratched) of the device were consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection for the helical blade inserter was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the helical blade inserter would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed a se_ rev. N current / rev. K manufactured. Dimensional inspection: n/a. H4, h6 part number: 03.037.024 lot number: t125426 manufacturing site: tuttlingen release to warehouse date: 18-nov-2015. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All 56 parts of the lot were checked 100% for critical features and for function at the final inspection on 17-nov-2015. Nc# 0019376 was started during manufacturing for subcomponent 208.0982 (shaft for 03.037.024) to the inner diameter ø6,2 mm. It was too small. This nc has no bearing to this complaint issue (threads) as all 57 were checked 100% and 1 pc was scrapped. The lot t125426 was involved in a field investigation as potentially affected with a burr in the ø6.2 cannulation. The field investigation was closed at hhe (hhe-2016-197) with a decision of low or medium risk and no further actions required. The issue has no relevance to the complaint issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.